Manufacturer narrative:
The blood loss event is attributed to the operator not performing rinseback due to possible air in the venous line. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. The nxstage system one cycler is not available for evaluation at the time of this report. A follow up report will be submitted if applicable. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Venous air alarms occurred during two consecutive routine hemodialysis treatments, which could not be resolved by the operator. Both treatments were discontinued without performing rinseback of the pt's blood, resulting in an estimated total blood loss of 400cc. Hb was 11.2 g/dl pre event and the pt was on epogen hold at that time. On (B)(6) 2012 epogen dosing was resumed at 10,000 units 1xweek due to a decrease in hb (actual valve not available). No other medical intervention was required.